Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "it was brought to my attention that we have had 4 devices that would not deflate prior to use. The issue was identified prior to use. Associated complaints 3009307931-2025-00006 and 3009307931-2025-00004.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "it was brought to my attention that we have had 4 devices that would not deflate prior to use. The issue was identified prior to use.". Associated complaints 3009307931-2025-00006, 3009307931-2025-00005 and 3009307931-2025-00004.